Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the study number with codes for the hospital and patient. H3: other: review of the manufacturing records could not be performed as a valid lot number was not provided. H3: other: engineering evaluation could not be performed as the device remains implanted. Further details were requested from the physician like lot- / serial no. And his opinion about the root cause and /or if the patient history has caused or contributed to the he, but no information was provided yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vtr 2109 viedoc study database: on (B)(6) 2024, this 52-year-old patient underwent planned treatment of ascites. A cook-rosch uchida tips set was successfully used to access the hepatic vein with one portal vein puncture. The study device was successfully delivered and the stent was dilated once post-deployment. The patient was discharged with a guardian. No other device information has been documented in the database as of may 9, 2024. On (B)(6) 2024, the patient was admitted to the hospital for hepatic encephalopathy grade 2. She was treated with medication and discharged on (B)(6) 2024. On (B)(6) 2024, the patient was admitted to the hospital for hepatic encephalopathy grade 2. She was treated with medication and discharged on (B)(6) 2024. On (B)(6) 2024, the patient experienced hepatic encephalopathy grade 1. She was treated with medication and the problem was noted to be resolved on (B)(6) 2024. On (B)(6) 2024, the patient was admitted to the hospital for hepatic encephalopathy grade 2. She was treated with medication and discharged on (B)(6) 2024. On (B)(6) 2024, the patient underwent intentional tips occlusion.

Manufacturer narrative:
D4 was updated. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. This complaint was initiated based on information received from a study alert. The data provided within the study database were reviewed. No further information was provided to gore. An adverse event appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. No allegation of device malfunction was indicated with respect to device performance. In the IFU for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include, but are not limited to: new onset or worsened hepatic encephalopathy